Event description:
A bipap a30 device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices with no initial alleged complaint. There is no allegation of serious or permanent harm or injury. During the "in process" evaluation by a third-party service center, the service technician identified a ventilator inoperative code, e-86 which states " failure of the outlet pressure sensor." The technician recommended the replace of the pca as a result of this error code. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.